Event description:
It was reported that the patient was unable to disable MRI mode on their ipg. Troubleshooting was unable to provide resolution. According to our manufacturing device registration database, the patient underwent surgical intervention to have their ipg replaced with a different model.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported issue was confirmed. Pairing between the ipg using a lab clinician¿s programmer was iniitally unsuccessful. A review of ipg¿s device image confirmed that the device had been placed in MRI mode prior to the loss of pairing. After the device was placed in normal mode using the uep tool, normal pairing was observed. The ipg was tested to manufacturing specifications using the ate and passed all tests. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device being programmed to MRI mode and then programmer pairing being lost between the ipg and the programmer. When MRI is enabled, the magnet function is inhibited, which inhibits the ability to create a bond between the ipg and a programmer. This is a normal indication per the devices¿ design for stimulation to be disabled when the device is placed in the MRI mode of operation. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Event description:
Follow up revealed that the patient has effective therapy post op.